Event description:
The customer reported via phone call that he dropped the insulin pump and the screen is cracked. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corner, battery tube threads, minor scratched display window and missing end cap sticker.